Manufacturer narrative:
(B)(4). Batch # r93t9r. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. [(B)(4)].

Event description:
See user facility medwatch form (B)(4).